Manufacturer narrative:
Device evaluated by manufacturer: the rotablator plus unit was returned to site within unopened packaging. Analysis concluded the device packaging was completely sealed and the device had not been used. A visual examination of the complaint plus unit was not carried out as the packaging was sealed and the returned device was confirmed to be unused. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device did not show any defect which could have contributed to the reported event. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-02335. It was reported that during preparation for a rotational atherectomy treatment procedure, guide wire fracture occurred. The target lesion was located in the proximal right coronary artery. While preparing the 1.25mm rotablator rotalink burr, the device was being tested at a rotational speed of approximately 180rpm when the rotablator rotalink burr came into contact with the rotawire guide wire and fractured the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 213425-2013-02335. It was reported that during preparation for a rotational atherectomy treatment procedure, guide wire fracture occurred. The target lesion was located in the proximal right coronary artery. While preparing the 1.25mm rotablator rotalink burr, the device was being tested at a rotational speed of approximately 180rpm when the rotablator rotalink burr came into contact with the rotawire guide wire and fractured the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.